Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of device dislocation ("right coil is probably malposition") and uterine haemorrhage ("heavy, abnormal uterine bleeding/ irregular bleeding/ spotting") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff never had severe headaches prior to the essure implant. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), pelvic pain ("pelvic pain/ stabbing pain"), headache ("severe headaches"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), abdominal pain lower ("cramping"), vaginal haemorrhage ("vaginal bleeding"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and coital bleeding ("postcoital bleeding"). The patient was treated with norethisterone acetate (aygestin) and surgery (bilateral salpingectomy and cystoscopy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, vaginal haemorrhage, dysfunctional uterine bleeding and coital bleeding had resolved, the uterine haemorrhage and abdominal pain lower had not resolved and the dyspareunia, pelvic pain, headache, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered abdominal pain lower, coital bleeding, device dislocation, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, headache, menorrhagia, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: in 2016 plaintiff underwent testing to determine the cause of the headaches that have developed since the implant, without any true answer. Plaintiff is now on medication to treat these headaches. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: bilateral tubal occlusion, ultrasound scan vagina - on (B)(6) 2016: not provided. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2018: event added: vaginal bleeding, right coil is probably malposition, dysfunctional uterine bleeding, postcoital bleeding. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right coil is probably malposition') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff never had severe headaches prior to the essure implant. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine haemorrhage ("heavy, abnormal uterine bleeding/ irregular bleeding/ spotting"), dyspareunia ("dyspareunia"), pelvic pain ("pelvic pain/ stabbing pain"), headache ("severe headaches"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), abdominal pain lower ("cramping"), vaginal haemorrhage ("vaginal bleeding"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), coital bleeding ("postcoital bleeding"), migraine ("migraines"), autoimmune disorder ("autoimmune symptoms") and hypersensitivity ("hypersensitivity symptoms"). The patient was treated with norethisterone acetate (aygestin) and surgery (bilateral salpingectomy and cystoscopy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, vaginal haemorrhage, dysfunctional uterine bleeding and coital bleeding had resolved, the uterine haemorrhage and abdominal pain lower had not resolved and the dyspareunia, pelvic pain, headache, dysmenorrhoea, menorrhagia, migraine, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered abdominal pain lower, autoimmune disorder, coital bleeding, device dislocation, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: in 2016 plaintiff underwent testing to determine the cause of the headaches that have developed since the implant, without any true answer. Plaintiff is now on medication to treat these headaches. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: results: bilateral tubal occlusion. Ultrasound scan vagina - on (B)(6) 2016: results: not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right coil is probably malposition') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff never had severe headaches prior to the essure implant. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine haemorrhage ("heavy, abnormal uterine bleeding/ irregular bleeding/ spotting"), dyspareunia ("dyspareunia"), pelvic pain ("pelvic pain/ stabbing pain"), headache ("severe headaches"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), abdominal pain lower ("cramping"), vaginal haemorrhage ("vaginal bleeding"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), coital bleeding ("postcoital bleeding"), migraine ("migraines"), autoimmune disorder ("autoimmune symptoms") and hypersensitivity ("hypersensitivity symptoms"). The patient was treated with norethisterone acetate (aygestin) and surgery (bilateral salpingectomy and cystoscopy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, vaginal haemorrhage, dysfunctional uterine bleeding and coital bleeding had resolved, the uterine haemorrhage and abdominal pain lower had not resolved and the dyspareunia, pelvic pain, headache, dysmenorrhoea, menorrhagia, migraine, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered abdominal pain lower, autoimmune disorder, coital bleeding, device dislocation, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: in 2016 plaintiff underwent testing to determine the cause of the headaches that have developed since the implant, without any true answer. Plaintiff is now on medication to treat these headaches. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: results: bilateral tubal occlusion. Ultrasound scan vagina - on (B)(6) 2016: results: not provided. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 28-aug-2020: pfs received :new events added-migraines, ,auto-immune disorder, hypersensitivity symptoms, seriousness criteria (medically significant) of event uterine bleeding was removed. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right coil is probably malposition') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included microangiopathy and penicillin allergy. Plaintiff never had severe headaches prior to the essure implant. Previously administered products included for an unreported indication: depo provera.. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine haemorrhage ("heavy, abnormal uterine bleeding/ irregular bleeding/ spotting"), dyspareunia ("dyspareunia"), pelvic pain ("pelvic pain/ stabbing pain"), headache ("severe headaches"), dysmenorrhoea ("dysmenorrhea"), heavy menstrual bleeding ("menorrhagia"), abdominal pain lower ("cramping"), vaginal haemorrhage ("vaginal bleeding"), abnormal uterine bleeding ("dysfunctional uterine bleeding"), coital bleeding ("postcoital bleeding"), migraine ("migraines"), autoimmune disorder ("autoimmune symptoms") and hypersensitivity ("hypersensitivity symptoms"). The patient was treated with norethisterone acetate (aygestin) and surgery (bilateral salpingectomy and cystoscopy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, vaginal haemorrhage, abnormal uterine bleeding and coital bleeding had resolved, the uterine haemorrhage and abdominal pain lower had not resolved and the dyspareunia, pelvic pain, headache, dysmenorrhoea, heavy menstrual bleeding, migraine, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered abdominal pain lower, abnormal uterine bleeding, autoimmune disorder, coital bleeding, device dislocation, dysmenorrhoea, dyspareunia, headache, heavy menstrual bleeding, hypersensitivity, migraine, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: the right ostia device showed 4 coils and the left showed 3 coils. In 2016 plaintiff underwent testing to determine the cause of the headaches that have developed since the implant, without any true answer. Plaintiff is now on medication to treat these headaches. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: results: bilateral tubal occlusion. Ultrasound scan vagina - on (B)(6) 2016: results: not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2021: mr received: reporter, medical history and rcc added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.